Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a review of the service ticket history for the customer's analyzer, a search for similar complaints, and a review of labeling. Abbott field service cleaned the process path and replaced the wash zone manifold and valves as a precaution. A review of the service ticket history for the customer's architect i2000 analyzer found no related complaints. Tracking and trending data found the current complaint rate to be below the internal rate at launch for the architect i2000sr. Labeling was reviewed and found to be adequate. Based on the available information, a deficiency of the system was not identified.

Event description:
The customer stated an architect i2000 analyzer generated a false (B)(6) anti-hbc ii result for one patient sample. The archtiect analyzer generated an initial anti-hbc ii result of (B)(6) and repeat anti-hbc ii results of (B)(6). The false (B)(6) anti-hbc ii result was not reported outside the laboratory and there was no adverse impact to patient management reported.